Manufacturer narrative:
The pump was not returned to mmdg for evaluation. A DHR review was completed and found no non-conformances. Because the device was not returned to mmdg for evaluation, no investigation could be completed. This report is being filed for the delay in therapy that the patient experienced due to the complaint.

Event description:
The initial reporter stated that the pump was alarming an error code 10 and would not turn off. They stated that this resulted in the patient missing their overnight feeding. They stated that the patient was unable to supplement their feeding. Mmdg did follow up with the initial reporter, and they stated that the patient had not experienced any adverse effects due to the complaint. (B)(4).